Manufacturer narrative:
Date sent to the FDA: 06/15/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted fibroadipose tissue with congestion and focal chronic inflammation with foreign-body type giant cells around the mesh. He removed the mesh and the dense fibromembranous tissue in which it was embedded. It was reported that the patient experienced severe pain, nausea, diarrhea chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.